Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that the saber balloon catheter (bc) ruptured at ten atmosphere (10 atm). There was no patient injury. The saber balloon was removed from the patient and a smart control stent was implanted. Another saber balloon was inflated for post dilatation. The procedure completed successfully. An ipsilateral approach was made with a non cordis 6f 10cm sheath. A non cordis 135cm micro-catheter and a 18 non cordis guidewire crossed the lesion. A saber balloon was delivered to the lesion, however, it ruptured at 10 atm during 30 seconds of inflation. The target lesion was the left external iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100% (cto). The product was clinically used. And it will not be returned for analysis.

Manufacturer narrative:
Additional information was received and section b5 was updated; see first paragraph below. During use the saber balloon catheter (bc) ruptured at or below rated burst pressure (rbp). There was no patient injury. The saber balloon was removed from the patient and a smart control stent was implanted. Another saber balloon was used for post dilatation. The procedure completed successfully. The patient¿s vessel level of tortuousness and calcification is unknown. The rate of stenosis was 100% chronic total occlusion (cto). An ipsilateral approach was made with a non cordis 6f 10cm sheath. A non cordis 135cm micro-catheter and an 18 non cordis guidewire crossed the lesion. The complaint saber bc was delivered to the lesion and inflated. However, it ruptured at 10 atmospheres (atm) during 30 seconds of inflation. The target lesion was the left external iliac artery. There was no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's inflation device was used. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The product was removed intact (in one piece) from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17273041 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics of 100% cto may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿per the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
It was reported that, during use, the saber balloon catheter (bc) ruptured at or below rated burst pressure (rbp). There was no patient injury. The saber balloon was removed from the patient and a smart control stent was implanted. Another saber balloon was used for post dilatation. The procedure completed successfully. An ipsilateral approach was made with a non cordis 6f 10cm sheath. A non cordis 135cm micro-catheter and an 18 non cordis guidewire crossed the lesion. The complaint saber bc was delivered to the lesion and inflated. However, it ruptured at 10 atm during 30 seconds of inflation. The target lesion was the left external iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100% chronic total occlusion (cto). The product was clinically used. And it will not be returned for analysis. A device history record (DHR) review of lot 17273041 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics of 100% cto may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿per the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.